Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that an ophthalmic gas dispensing regulator valve exhibited no pressure and would not dispense gas prior to vitrectomy surgery. An alternate regulator was obtained in order to perform the procedure. Additional information has been requested. Additional information received further clarified that the dispensing regulator valve did not display any pressure on the device gauge before surgery.

Manufacturer narrative:
The regulator sample was received at the manufacturer. A visual assessment of the returned sample revealed that the regulator was in the ¿off¿ position. Once switched to the ¿on¿ position, the regulator was then found to be working properly. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the reported device. Per the regulator manufacturer, a review of the manufacturing records did not reveal any related nonconformity during the manufacture of this device. Based on qa assessment, the product met specifications at the time of release. As the regulator sample was found to be functional when switched to the ¿on¿ position, the root cause of the reported event can be attributed to customer error. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).